Manufacturer narrative:
H10: additional manufacturer narrative: the date of the valve-in-valve procedure is only known as "march 2020". Therefore, 1 mar 2020 is being used as date of event. The subject device is not available for evaluation as it remained implanted in the patient. Article citation: de carvalho mm, machado ap, rodrigues ra, silva jc, cruz c, and macedo f (2023). Transcatheter systemic atrioventricular valve-in-valve implantation in a congenitally corrected transposition of the great arteries patient. Cardiology in the young, page 1 of 3. Doi: 10.1017/s104795112300029x. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article ''transcatheter systemic atrioventricular valve-in-valve implantation in a congenitally corrected transposition of the great arteries patient'', the following event was identified as pertaining to an edwards device: a 23-year-old female patient with a 29mm carpentier edwards valve implanted in the mitral position underwent a post-partum transcatheter valve-in-valve procedure after an implant duration of at least six (6) years and two (2) months due to severe bioprosthesis regurgitation. Patient was asymptomatic before the procedure. Additionally, a transesophageal echocardiogram showed extensive bioprosthesis dysfunction, with two flail leaflets. A 26mm transcatheter valve was successfully implanted within the edwards surgical device via trans-septal puncture. As reported, patient was discharged on post-operative day 3 under anticoagulation treatment with warfarin and remained asymptomatic.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of regurgitation could not be confirmed by product evaluation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including patient's age at time of implant and the history of congenitally corrected transposition of the great artery (cctga).